Manufacturer narrative:
An evaluation is not possible at this time. The suspect arsenal probe has not been returned nor has the identifying lot number been provided.

Event description:
While using an arsenal probe it snapped and broke at the etch line.